Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a coronary procedure, delayed almost 20 minutes and was completed after remote service engineer (rse) resolved the issue. The philips rse analyzed the system remotely and confirmed that there was a error indicating that free disk space was too low. Review of the system log file showed an error which resulted in the issue with the disk space. Upon inspection, rse performed database check which indicated multiple errors. The rse repaired the database, recreated image store and rebooted the system. After which, the system was returned to use in good working order. Previously on 8th feb 2023, the reported issue occurred, the fse formatted the hard disk and reinstalled the software. After which, the reported issue was resolved. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device gave an error indicating that free disk space was too low. The device was in clinical use at the time of the event. No harm to the patient or user was reported.